Event description:
During a review of programming history, available in house, a programming anomaly was identified. On (B)(6) 2007, a faulted diagnostics test occurred which resulted in a change to the patients settings. This was not corrected until a patient appointment on (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.